Event description:
Customer reported system would not boot and is displaying a "stator not on" error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power motor relay pcb. System operates as intended.